Event description:
It was reported the patient received the following results within 15 minutes: "10-11 mmol/l" (system 1) and around "5-7 mmol/l" (system 2). The same test strip lot number was used for the results on system 1 and system 2.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.